Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("one essure coil migrated to myometrium"), embedded device ("one essure coil migrated to myometrium") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (hysterectomy and removal of coils). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, embedded device, genital haemorrhage, abdominal pain, dysmenorrhoea, back pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, back pain, device expulsion, dysmenorrhoea, dyspareunia, embedded device and genital haemorrhage to be related to essure. Further company follow-up with the consumer, lawyer or lawyer is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("one essure coil migrated to myometrium / migrated into my uterus"), embedded device ("one essure coil migrated to myometrium / migration of essure device location of device: endometrium"), genital haemorrhage ("heavy bleeding") and synovial cyst ("ganglion cyst on top of right foot") in a 38-year-old female patient who had essure (batch no. 17716808 , c95073) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal itching, vaginal burning sensation, menses irregular, seasonal allergy, vulvovaginal human papilloma virus infection, amenorrhea, urinary tract infection, fever, panic attacks, constipation, vaginal discharge, numbness, tingling, gerd, rectal bleeding, dysfunctional uterine bleeding, appendectomy, back surgery, caesarean section, cholecystectomy, varicose veins and postpartum depression. Previously administered products included for birth control: mirena and mirena. Past adverse reactions to the above products included adverse drug reaction with mirena. Concurrent conditions included morbid obesity, anxiety, adhd, degenerative disc disease, vaginitis bacterial, yeast infection, vaginitis, neck pain, knee pain, vaginal odor, adjustment disorder, acne, swelling nos and uterine bleeding. Concomitant products included anovlar (loestrin), cyclobenzaprine hydrochloride (flexeril), escitalopram oxalate (lexapro), fluconazole (diflucan), gabapentin, ibuprofen, ibuprofen (advil), sufentanil citrate (sufentanil narco-med) and zolpidem tartrate (ambien). On (B)(6) 2015, the patient had essure inserted. In (B)(6) , the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)") and weight increased ("weight gain / rapid gain"). In (B)(6) 2017, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) , the patient experienced dyspareunia ("pain during intercourse") and blood testosterone decreased ("hormonal changes describe: lack of testosterone after hysterectomy"). In (B)(6) 2017, the patient experienced pelvic pain ("pain"). In (B)(6) 2017, the patient experienced insomnia ("insomnia") and memory impairment ("memory issues"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), back pain ("severe back pain"), pain ("sore"), neck pain ("neck pain"), pain in extremity ("arm pain"), asthenia ("have little to no energy"), amnesia ("memory black outs"), fungal infection ("yeast infection"), white matter lesion ("I have white spots or spots on the left side of my brain"), frustration tolerance decreased ("frustrated") and synovial cyst (seriousness criterion medically significant). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomies and cystoscopy), surgery (total laparoscopic hysterectomy with bilateral salpingectomies and cystoscopy), surgery (she had an ablation) and surgery (cyst removed). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, embedded device, genital haemorrhage, abdominal pain, dysmenorrhoea, back pain, blood testosterone decreased, vaginal haemorrhage, menorrhagia, migraine, headache, weight increased, insomnia, memory impairment, pain, neck pain, pain in extremity, asthenia, amnesia, fungal infection, white matter lesion, frustration tolerance decreased and synovial cyst outcome was unknown and the dyspareunia and pelvic pain had resolved. The reporter considered abdominal pain, amnesia, asthenia, back pain, blood testosterone decreased, device expulsion, dysmenorrhoea, dyspareunia, embedded device, frustration tolerance decreased, fungal infection, genital haemorrhage, headache, insomnia, memory impairment, menorrhagia, migraine, neck pain, pain, pain in extremity, pelvic pain, synovial cyst, vaginal haemorrhage, weight increased and white matter lesion to be related to essure. The reporter commented: current weight 250 lbs. Trailing into the uterine cavity was 3 and 1. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Ultrasound shows nothing but that my essure coil may have migrated into uterus. "Concerning the injuries reported in this case, the following one was reported via social media : pain, neck pain, pain in extremity, asthenia, amnesia, fungal infection, white matter lesion, frustration tolerance decreased, synovial cyst ". Further company follow-up with the consumer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 28-aug-2018: events- "hormonal changes describe: lack of testosterone after hysterectomy, abnormal bleeding(vaginal), abnormal bleeding(menorrhagia), migraines, headaches, pain, weight gain, insomnia, memory issues", lot number, reporter added from pfs. Concomitant drug, condition, historical condition added from medical record. Events- "sore, neck pain, arm pain, have little to no energy, memory black outs, yeast infection, I have white spots or spots on the left side of my brain, frustrated, ganglion cyst on top of right foot" added from social media report. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("one essure coil migrated to myometrium / migrated into my uterus"), embedded device ("one essure coil migrated to myometrium / migration of essure device location of device: endometrium"), genital haemorrhage ("heavy bleeding") and synovial cyst ("ganglion cyst on top of right foot") in a 38-year-old female patient who had essure (batch no. C95073) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal itching, vaginal burning sensation, menses irregular, seasonal allergy, vulvovaginal human papilloma virus infection, amenorrhea, urinary tract infection, fever, panic attacks, constipation, vaginal discharge, numbness, tingling, gerd, rectal bleeding, dysfunctional uterine bleeding, appendectomy, back surgery, caesarean section, cholecystectomy, varicose veins and postpartum depression. Previously administered products included for birth control: mirena and mirena. Past adverse reactions to the above products included adverse drug reaction with mirena. Concurrent conditions included obesity, anxiety, adhd, degenerative disc disease, vaginitis bacterial, yeast infection, vaginitis, neck pain, knee pain, vaginal odor, adjustment disorder, acne, swelling nos and uterine bleeding. Concomitant products included anovlar (loestrin), cyclobenzaprine hydrochloride (flexeril), escitalopram oxalate (lexapro), fluconazole (diflucan), gabapentin, ibuprofen, ibuprofen (advil), sufentanil citrate (sufentanil narco-med) and zolpidem tartrate (ambien). On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)") and weight increased ("weight gain / rapid gain"). In (B)(6) 2017, the patient experienced migraine ("migraines") and headache ("headaches"). In 2017, the patient experienced dyspareunia ("pain during intercourse") and blood testosterone decreased ("hormonal changes describe: lack of testosterone after hysterectomy"). In august 2017, the patient experienced pelvic pain ("pain"). In (B)(6) 2017, the patient experienced insomnia ("insomnia") and memory impairment ("memory issues"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), back pain ("severe back pain"), pain ("sore"), neck pain ("neck pain"), pain in extremity ("arm pain"), asthenia ("have little to no energy"), amnesia ("memory black outs"), fungal infection ("yeast infection"), white matter lesion ("I have white spots or spots on the left side of my brain"), frustration tolerance decreased ("frustrated") and synovial cyst (seriousness criterion medically significant). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomies and cystoscopy),surgery (she had an ablation) and surgery (cyst removed). Essure was removed on 2(B)(6) 2017. At the time of the report, the device expulsion, embedded device, genital haemorrhage, abdominal pain, dysmenorrhoea, back pain, blood testosterone decreased, vaginal haemorrhage, menorrhagia, migraine, headache, weight increased, insomnia, memory impairment, pain, neck pain, pain in extremity, asthenia, amnesia, fungal infection, white matter lesion, frustration tolerance decreased and synovial cyst outcome was unknown and the dyspareunia and pelvic pain had resolved. The reporter considered abdominal pain, amnesia, asthenia, back pain, blood testosterone decreased, device expulsion, dysmenorrhoea, dyspareunia, embedded device, frustration tolerance decreased, fungal infection, genital haemorrhage, headache, insomnia, memory impairment, menorrhagia, migraine, neck pain, pain, pain in extremity, pelvic pain, synovial cyst, vaginal haemorrhage, weight increased and white matter lesion to be related to essure. The reporter commented: current weight 250 lbs. Trailing into the uterine cavity was 3 and 1. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Ultrasound shows nothing but that my essure coil may have migrated into uterus . "Concerning the injuries reported in this case, the following one was reported via social media : pain, neck pain, pain in extremity, asthenia, amnesia, fungal infection, white matter lesion, frustration tolerance decreased, synovial cyst " batch number 7716808 is invalid . Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the consumer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 25-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.